Event description:
A customer contacted beckman coulter inc. (Bec) reporting that there was a leak in the unicel dxc 800 pro synchron clinical system. Per customer, the liquid had a rusty color and the source of the leak was unknown. Per customer, the leaking occurred the previous day and a field service engineer (fse) was on-site and found the leak at a line in the fluidics manifold and performed repairs accordingly. That event is documented in MDR# 2050012-2011-05570. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011 and found tubing on the cartridge chemistry (cc) fluid distribution manifold to the reagent mixer wash station had a small crack, resulting in the leak. Fse replaced the tubing, calibrated chemistries and tested qc with no issues noted. Repair was verified per established procedures. (B)(4).